Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they saw a representative on friday and now they can't urinate. The patient said they feel like they have to go but can't go to the bathroom. The patient usually leaks and gets it out before they get to the restroom. Reviewed option to turn stim off, decrease stim or change programs. Patient opted to decrease stim. The patient was redirected to their healthcare provider (hcp) to further address the issue. (B)(6) 2025 lfc (hcp): additional information was received from the health care professional (hcp). The hcp stated that the patient did not experience urinary retention prior to the device. The hcp also confirmed that the catheterization was not the patient's 'standard of care' prior to the device. When asked about the steps taken to resolve the issue, the hcp stated that the on 2025-nov-05 customer support number was given to the patient. The hcp stated that it was unknown if the issue was resolved.